Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause for an 1860 error code to be the pump's short motor capacitor, and the most probably cause for an 1871 error code to be the connection to the photo switch or motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 1860. Patient removed batteries, then reinserted batteries. The device was restarted, settings reviewed and display reads run momentarily, device exhibited error 1871. The batteries were replaced with new ones. The device restarted and display reads run momentarily but alarm returned again. Batteries removed and tubing clamped. Device settings: rate 24 ml/hr; reservoir volume 239.9 ml; given 335.1 ml. No adverse patient effects were reported by the customer.